Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring iii seals failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to MFR report # 2242352-2012-00816 for the related report.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. The delivery device was returned outside of the loading device. The seal was located inside the body of the loading device, anchored to the tension spring. The safety lock and white plunger were not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no non-conformances recorded in the lot history. (B)(4).